Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia therapy on the arctic sun device and was getting a low flow alert (alert 02). The device read stopped. The system diagnostics showed the flowrate was 0l/min, inlet pressure was -6psi, and the circulation pump command was 100%. Per troubleshooting with ms&s, the nurse was advised to disconnect and reconnect the pads holding behind the clear clamps. The device was restarted, and the unit tried to prime but stopped. Ms&s recommended changing out the device, and if the issue persists to replace the pads.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be '3.3 poor flow¿ with a potential root cause of '3.3.2 incorrect setup causing pad lines occlusion, e.g kinking.¿the lot number is unknown therefore the device history record could not be reviewed. The product code for this arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300 unknown arcticgel pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia therapy on the arctic sun device and was getting a low flow alert (alert 02). The device read stopped. The system diagnostics showed the flowrate was 0l/min, inlet pressure was -6psi, and the circulation pump command was 100%. Per troubleshooting with ms&s, the nurse was advised to disconnect and reconnect the pads holding behind the clear clamps. The device was restarted, and the unit tried to prime but stopped. Ms&s recommended changing out the device, and if the issue persists to replace the pads.